Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Event description:
No additional information.

Event description:
After a successful puncture using a single-use intravenous catheter, swelling and fluid leakage developed at the puncture site. Upon inspection of the catheter following removal, fluid leakage was observed in the middle section of the soft catheter shaft. This did not result in severe tissue damage or adverse outcomes such as infection; the patient experienced only mild discomfort caused by the localized fluid leakage, with no permanent harm.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.